Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Health professional was inadvertently selected on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material exiting the air/water nozzle likely occurred from an accessory device which broke and entered the channel. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. The following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables." The following information is stated in the instructions for use which may have detected the event: ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a leak was found at the distal tip of the evis lucera elite gastrointestinal videoscope during cleaning. Upon inspection and testing of the returned device, it was discovered there was foreign debris protruding from the air/water nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material exiting from the air/water nozzle found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the leak was at the biopsy channel. In addition, there was foreign debris protruding from the air/water nozzle, water ingress to the s-connector and play on the angulation control knob. It was also noted the light guide lens was chipped, and the electrical safety test was not to specification. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.